Event description:
On 7/19/2022, it was reported by a sales representative via sems that an ar-6480 arthroscopy pump pressure dropped and had no flow. Used different tube set and restarted console to resolve the issue. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear, and tear caused by extended usage in the field.